Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections a1, d4, d5, d8, e2, e3, g2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code b30 and no image due to a failure of the printed circuit board. The specific root cause of the failed printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during inspection of the subject device, it was found that the scope communication error b30 occurred on the subject device and the endoscopic image was not displayed, and also found that these phenomena were caused by malfunction of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and found that the reported phenomena (error b30 and no image) were duplicated due to the failure of the printed circuit board (ap board). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.